Event description:
It was that the device had a force sensor bridge test and plunger sensor issue. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 17-sep-2024. H3: one device was returned for repair. Service history review identified there was no previous repair to the device. Customer complaint confirmed during start up test. Additional findings included broken and contaminated plunger assembly parts, cracked bottom case, worn lead screw, and battery out of specification. Replaced parts include bottom case, battery, plunger case right, plunger case left, plunger assembly printed circuit board (pcb), 2x plunger springs, lead screw, force sensor, mount plunger head, and float plate. Performed start up test and verification testing to confirm that pump issue was fixed. A damaged plunger assembly was determined to be the main cause of the reported issue.